Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported event. The fse replaced the graphic user interface (gui) printed circuit board to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilators display malfunctioned. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.